Event description:
Saw blade broke in the sterile field while using. Broken piece retrieved from the patient. Clinician informed. Broken saw blade kept and given to clinician. No harm done to patient.